Event description:
It was reported that the customer experienced a past blood glucose (bg) level that was displayed as ¿low¿; however, a specific value was not provided; cause was unknown. Customer consumed glucose tablets and "turned off the pump" to address bg. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.